Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 31, 2014. Based on qa assessment, the product met specifications at the time of release. Consumable analysis: this is one of two complaints reported for this finished goods consumable lot. However, this is the first complaint reported for this issue for this finished goods consumable lot. Review of the device history record (DHR) indicates the order was built to specification. Two wet active centurion fluid management system (fms) cassettes were returned for this complaint. The samples were visually inspected and it was found that sample one had a small slit in the administration tubing approximately eleven inches from the cassette insertion. No obvious defects were found on sample two. It was also noted that the drain bags were detached from the cassette covers due to saturation. Sample one was functionally tested and failed priming due to the slit in the administration tubing. Leakage occurred from the slit and a system message code was generated. The administration tubing was replaced with tubing from the lab stock and the sample was able to pass priming and tuning successfully. No system message codes were generated using the lab stock administration tubing and the sample was able to reach a maximum vacuum within specification. Sample two met specifications when it was functionally tested. The sample was able to reach a maximum vacuum within specification and no system message codes were generated. Consumable root cause: the root cause of the customer's complaint is most likely related to the slit in the administration tubing. However, it cannot be determined when or how the slit occurred. The slit in the tubing caused the sample to fail priming and generate a system message code. Potential root causes for this kind of damage include an error made during the supplier's manufacturing process, and error made during the assembly of the cassette, and customer handling. The root cause of the customer's complaint for sample two could not be established as the returned sample met specifications. The root cause on the system cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that a system message was displayed 3 times using 2 cassettes of the same lot. First cassette had the system message twice, so they decided to change it. In case of the second cassette they changed it after the first system message appeared. The surgeon acknowledged a decrease of vacuum and aspiration and he mentioned issues with the fluidics. Patients were not affected in any way, just by prolongation of the surgery. Additional information has been requested but not received to date.